Manufacturer narrative:
Summary of eval: eval cannot be performed. There is no evidence that the device failed to meet specs.

Event description:
The 15mm insert was removed and replaced with a 21mm insert catalog no. 6479-4-121 due to instability of the knee.